Event description:
Surgical blade broke during a podiatric procedure. The piece fell into the incision and the surgeon retrieved it. There were no adverse consequences identified as a result of the incident.

Manufacturer narrative:
The blade broke during a surgical podiatric procedure. A piece fell into the incision and the surgeon retrieved it. There were no adverse consequences identified as a result of this incident. There was no sample from the incident for us to evaluate. This facility had been using these blades to help with a back order they had from their other vendor. The blade they had previously been using was a reinforced rib back blade. The account returned the prod from the same lot. A communication was drafted to educated end users on the differences when using a non-reinforced blade vs. A reinforced blade, especially during orthopedic procedures which typically involve extreme torque on the blade.